Event description:
It was reported that a homechoice machine made a crackling noise. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Empirical tests were performed; reported 'crackling sound' problem was neither verified nor reproduced. However, noisy pneumatic pump was discovered during evaluation. Pneumatic pump was changed to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.